Manufacturer narrative:
Evaluation summary: device history record review and complaint history review could not e performed as the provided lot number was invalid. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. The event could not be confirmed. Based on the limited information provided, the investigation concluded that there is no evidence to suggest that the reported event is manufacturing related. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control. No further investigation is required at this time. If the device and/or additional information such as operative notes, pathology reports and additional x-rays becomes available, this record will be reopened.

Event description:
Patient has an infected tka and the surgeon removed the components and implanted an antibiotic spacer. Patient presented in clinic, 1st revision was 2003, poly exchange and patella revision was completed at that time.

Event description:
Patient has an infected tka and the surgeon removed the components and implanted an antibiotic spacer. Patient presented in clinic, 1st revision was 2003, poly exchange and patella revision was completed at that time.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Other devices listed in this report: unknown tibial baseplate. Unknown medium patella. Unknown femur. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Not returned to the manufacturer.